Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were zapped by the device on saturday. Patient stated that they turned the stimulation off and waited several hours and then turned it back on and lowered the stimulation down and that seemed to help. Agent asked the patient if they were having at least 50% relief in their symptoms and patient confirmed that they are. Patient mentioned that they did not prepare them for how much pain they would be in after the procedure. Patient said that they can feel the device when they touch their skin and they have a 4-5 inch incision and a lot of bruising. Patient commented that they cannot believe that they do this surgery and send people home with no pain medicine. Patient was told to take a pain relieving medication which was like trying to put out a bonfire with a squirt gun. Patient noted that it has been an extremely painful surgery. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned already texting to the hcp about this situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that as resolution for the zapping, the patient saw the doctor and the stimulation was turned down. The issue was resolved. The cause of the patient feeling the device when they touch their skin was not determined. The cause of the issue was unknown. As resolution, the patient was seen by the implanting physician as well as their primary care physician. The issue was resolved. The information was confirmed/provided by the physician.